Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has not been released. The locking tab at the handle is still in the locked position. Inspection of the entire device revealed no damage or irregularity. During the investigation, the locking tab was removed and the stent could be successfully released by pressing the trigger at the handle. Review of the production documentation confirmed that the product was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the handling during the procedure (i.e. Not removing the locking tab from the handle).

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (60% stenosis degree) in a mildly tortuous part of the superior mesenteric artery (sma). During the procedure a dissection had occurred. A biotronik pulsar-18 stent was then deployed to the target site. Upon pressing the handle, the trigger mechanism activated, but the stent failed to release. A new stent was successfully deployed, and post-procedural angiography confirmed optimal positioning and complete treatment.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (60% stenosis degree) in a mildly tortuous part of the superior mesenteric artery (sma). During the procedure a dissection had occurred. A biotronik pulsar-18 stent was then deployed to the target site. Upon pressing the handle, the trigger mechanism activated, but the stent failed to release. A new stent was successfully deployed, and post-procedural angiography confirmed optimal positioning and complete treatment.